Manufacturer narrative:
(B)(4). The complaint was confirmed, but the root cause is unknown. Visual inspection of the complaint sample shows that the female tubing adaptor has disconnected from the grommet. The oxygen supply tubing is securely bonded to the female tubing adaptor. Dimensional analysis of the female tubing adaptor and grommet for the complaint sample and non-complaint samples indicates that all components are within specification tolerances. The device history record for the reported lot number shows that the product was assembled and inspected according to specifications. At this time, the root cause cannot be determined for the disconnection of the complaint sample. The investigation will continue with input from manufacturing.

Event description:
The customer alleges that when the mask was hooked up and the oxygen was turned on it blew the hose piece off the mask. No patient injury reported.